Manufacturer narrative:
(B)(4) - device evaluation: the test strips involved with this complaint have been returned to lfs and evaluated by product analysis (pa) on (B)(4) 2013 with the following findings: on performance testing with control solution, an error 4 was observed with no assignable cause found. The meter was also returned on (B)(4) 2013 however evaluation of the product has not yet been completed. If lifescan obtains additional information regarding this complaint, another follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging error 4. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 (6/17/2013)-device evaluation: the lay user/patient¿s product(s) has been returned and evaluated by lifescan product analysis with the following findings: the primary complaint was not reproduced, but the meter involved with this complaint failed testing. Additionally, the meter logs showed an 'error 4' message. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.meter tested 3/18/2013.strips tested 3/20/2013.